Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lower pelvis area pain"), genital haemorrhage ("abnormal bleeding / irregualr bleeding"), menorrhagia ("menorrhagia"), respiratory distress ("acute respiratory distress"), hypoxia ("hypoxia") and ovarian cystectomy ("ovarian cystotomis") in a 29-year-old female patient who had essure (batch no. Ha 150739 , 1503352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included iron. The patient's concurrent conditions included ovarian cyst and acute respiratory failure. Concomitant products included amlodipine, lisinopril, meloxicam and sertraline hydrochloride (zoloft). On an unknown date, the patient started iron at an unspecified dose and frequency. On (B)(6)2009, the patient had essure inserted. In april 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). In may 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex /dyspareunia"). On (B)(6)2016, the patient experienced endometriosis ("endometriosis"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), migraine ("migraines"), respiratory distress (seriousness criteria hospitalization and medically significant), hypoxia (seriousness criteria hospitalization and medically significant) and abdominal pain lower ("lower abdominal pain"), was found to have weight increased ("weight gain") and biopsy peritoneum ("peritoneal biopsy") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, depression, alopecia, weight increased, nausea, dizziness, migraine, endometriosis, respiratory distress, hypoxia, biopsy peritoneum and ovarian cystectomy outcome was unknown and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, biopsy peritoneum, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypoxia, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic pain, respiratory distress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6)2016: the heart, mediastinum, pulmonary vasculature, lung fields, bony skeleton,and soft tissues are unremarkable in appearance. No mediastinal of or hilar adenopathy is suggested. The lung fields are not hyper inflated. No pleural fluid collections are identified.; on (B)(6)2016: mild to moderate bilateral perihilar and bibasilar acute inflammatory or congestive changes. Pathology test - on an unknown date: 1. Peritoneal biopsy: change compatible with endometriosis 2. Endometrium, curettage: benign secretory pattern endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cystotomis , endometriosis,peritoneal biopsy , acute respiratory distress, hypoxia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received. Reporters information updated.event:abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: endometriosis,dysmenorrhea (cramping), peritoneal biopsy, ovarian cystotomies bilaterally, dyspareunia (painful sexual intercourse), acute respiratory distress and hypoxia, pain were added.outcome of event were added.cocnomitant drug were added.lab data , medical history were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lower pelvis area pain"), genital haemorrhage ("abnormal bleeding / irregualr bleeding"), menorrhagia ("menorrhagia"), respiratory distress ("acute respiratory distress"), hypoxia ("hypoxia") and ovarian cystectomy ("ovarian cystotomis") in a 29-year-old female patient who had essure (batch no. Ha150739 inv ,1503352 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included iron. The patient's concurrent conditions included ovarian cyst and acute respiratory failure. Concomitant products included amlodipine, lisinopril, meloxicam and sertraline hydrochloride (zoloft). On an unknown date, the patient started iron at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex /dyspareunia"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), nausea ("nausea"), dizziness ("dizziness"), migraine ("migraines"), respiratory distress (seriousness criteria hospitalization and medically significant), hypoxia (seriousness criteria hospitalization and medically significant) and abdominal pain lower ("lower abdominal pain"), was found to have weight increased ("weight gain") and biopsy peritoneum ("peritoneal biopsy") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving, the genital haemorrhage, depression, alopecia, weight increased, nausea, dizziness, migraine, endometriosis, respiratory distress, hypoxia, biopsy peritoneum and ovarian cystectomy outcome was unknown and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, biopsy peritoneum, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypoxia, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic pain, respiratory distress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: the heart, mediastinum, pulmonary vasculature, lung fields, bony skeleton,and soft tissues are unremarkable in appearance. No mediastinal of or hilar adenopathy is suggested. The lung fields are not hyper inflated. No pleural fluid collections are identified.; on (B)(6) 2016: mild to moderate bilateral perihilar and bibasilar acute inflammatory or congestive changes. Pathology test - on an unknown date: 1. Peritoneal biopsy: change compatible with endometriosis 2. Endometrium, curettage: benign secretory pattern endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, ovarian cystotomis , endometriosis,peritoneal biopsy , acute respiratory distress, hypoxia. Lot number report ha 150739 and 1503352 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: update of information (batch is invalid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea"), dizziness ("dizziness"), migraine ("migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, weight increased, nausea, dizziness, migraine and dyspareunia outcome was unknown. The reporter considered alopecia, depression, dizziness, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea"), dizziness ("dizziness"), migraine ("migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia, weight increased, nausea, dizziness, migraine and dyspareunia outcome was unknown. The reporter considered alopecia, depression, dizziness, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.